Event description:
A customer reported receiving a reading of 394 mg/dl on his freestyle freedom blood glucose meter compared to a laboratory result of 113 mg/dl. The tests were reportedly performed within ten minutes. The results when plotted on a parkes error grid fell into the "c" zone. The "c" shows the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.